Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test. The customer reported a blood glucose value of 550 mg/dl. The customer reported hyperglycemia and coma treated with a manual injection/insulin pen during hospitalization. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1712k. The customer reported receiving a battery-failed alarm. No damage was reported on battery cap contacts or battery compartments. The customer continued to receive battery-failed alarms after inserting new batteries, restarting the pump, and using a replacement batt cap. Advised customer that pump will be replaced. The customer reported high blood glucose. The customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1712k was requested and the customer response was the device would be returned.